Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a locking screw broke post operation. The patient had a distal radius fracture. The surgeon found the distal locking screw was broken in x-ray imaging before the extraction of va-tcp plate. The sales rep attended the operation. The surgeon did not feel any resistance of the four distal va screws while rotated by the screwdriver and the head parts were removed. The surgeon did not feel any abnormal noise or resistance and thought they were already broken. The residual screw shaft in the bone could be removed by the extraction tools and pean forceps. There was no residue in the patient body. The surgeon reported that he had experienced this situation before with the screw neck broken during the extraction and thought the strength of the screw might be weak. Additional involved articles: 1x 04.210.116s / unknown, 1x 04.111.631s / unknown. No articles were recieved. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional information: x-rays received.